Manufacturer narrative:
D4 & h4: medical device catlog, model, serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned that ob fridge was not reporting. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) upon investigation of the actual device used in this incident, it was determined that the ob refrigerator was not reporting. A technical support specialist (tss) dialed into the es server and the station and verified the inventory. The tss then dialed into the interface, identified a bogus pocket and removed it to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned that ob fridge was not reporting. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.